Event description:
The customer reported to olympus that the gastrointestinal videoscope sutures visible distally (hygiene problem). During evaluation, the following reportable issue was found: the air water cylinder/ tube and light guide lens had white foreign material. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of scope cover packing, water tightness was lost, air water cylinder and suction cylinder had no color, due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value, light guide lens was cracked, lenses glue worn out, connecting tube was buckling and the following was scratched: grip, right left and up down knob, switch box, and the objective lens. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found white foreign material in the air water cylinder/ tube and light guide lens. However, the customer returned the device without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.